Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor. Customer's blood glucose reading was 277 mg/dl. Customer stated that insulin squirts out during the manual prime process, and continues to drip after motor stops. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and a33 alarmed during prime/a33 test due to faulty force sensor resistor gold. No unexpected resets noted during our testing. The insulin pump passed displacement test and rewind test. The insulin pump has minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.